Event description:
The customer reports the lancet did not retract into the lancet drum. She reports she accidently stuck herself with the exposed lancet. No report of an adverse event. Return requested and replacement was sent.